Manufacturer narrative:
Correction to narrative: the pump was not exposed to moisture. The pump was alleged to have a crack in the battery compartment.

Manufacturer narrative:
Device analysis: the device was returned and investigation completed by product analysis on 15-apr-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. The pump powered on normally and was exercised for 12 hours without any power issues. The electrical current draws were evaluated and found to be within specifications. Investigation confirmed the battery compartment crack but did not duplicate the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged less than expected battery life. There were low battery warnings in the pump alarm history and the history showed evidence of less than expected battery life. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.